Manufacturer narrative:
Additional information: updated country.

Manufacturer narrative:
Correction: this MDR is being re-filed per request of the FDA, as the previous initial submission was filed and ack3 received by the FDA on 05/07/2018 however ack3 indicated neither pass nor fail. Patient information not provided due to finnish patient privacy regulations. The original reported date received by manufacturer was 05/07/2018. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that after moving the imaging system from the corridor to the operating room, they connected it back to the mobile viewing station and the systems would not connect. There was only the message initializing on the pendant. The imaging system was rebooted and it resolved the issue. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.